Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis type of fracture: compression fracture, it was reported that during insertion, the balloon could not be inflated properly due to pinhole caused by a bone spur in the balloon. There was a delay in overall procedural time of more than 60 min. The procedure was completed with new product. No patient complications were reported as a result of the event.